Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the end of the blade snapped off while the surgeon was using the product and had to be retrieved from the knee of the pt. The surgeon was able to locate and remove the piece that had broken off. It is believed that there were no adverse consequences to the pt.